Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A consumer reported that post implantation of an intraocular lens (iol) the patient experienced worsening of the vision, no improvement in near sighted vision and lost the ability to see up close.